Event description:
According to the reporter, prior a procedure, a power handle error was displayed. The handle was returned to the charger but it did not improve. A new product was used. There was no patient injury. Pli10: medtronic's initial evaluation of the incident device found that the thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition.

Manufacturer narrative:
Correction h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted that the screen was dim and had a red tint. A review of the system logs showed that towards the end of the logs, the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger. There were no observed indications of a power handle error. It was reported that the screen displayed a power handle error. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of the battery in a state of permanent failure that has no relationship to the reported condition. An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a design fault which caused the inability of the batteries to charge or initialize. Improvements have been initiated to mitigate this condition. The investigation detected an unreported condition of an abnormal screen that had no relationship to the reported condition. A clamshell was attached to the device and held out at an arms length. The handle was then tilted upwards at a thirty degree angle. The screen was not clearly visible when held in this manner. The most likely cause could not be established from the information available. Additionally, the investigation detected an unreported condition of a knocking noise during initialization that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a procedure, a power handle error was displayed. The handle was returned to the charger, but it did not improve. A new product was used. There was no patient injury. Medtronic's initial evaluation of the incident device found that the thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition.